Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have ventricular output. The caller was walked through testing the epg and no output was confirmed. The epg will be returned as part of a trade in program. There was no patient involvement.